Manufacturer narrative:
The investigation determined that the root cause was due to a misadjusted sample probe. The customer replaced and adjusted the sample probe, resolved the issue. There were no further complaints received.

Manufacturer narrative:
The hba1c reagent lot number is 83940601, and the expiration date is 31-jul-2027. It was reported that calibration and qc were within acceptable limits during the events. It was also reported that during a site visit, there were two alarms for the sample probe sucking due to the gel tube. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from the cobas 4000 c311 stand-alone system for two patients. Patient 1's initial result was 5.69 %. The repeat result on (B)(6) 2025, on a different analyzer, was 5.1 %. Patient 2's initial result was 9.33 %, accompanied by a data flag. The repeat result was 8.1 % the repeat results were considered to be correct.